Event description:
It was reported when using the bd connecta¿ 3-way stopcock there was leakage. The following information was provided by the initial reporter and translated to english. The customer stated: "at 6 a.m. The patient routinely had replacement of the deep vein tee, which was used to pump in the drug. At 7:30 the wrapped tee treatment towel had blood seepage and was replaced the new tee. There was no harm to the patient."

Manufacturer narrative:
Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.